Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. There was evidence of moisture contamination on underside of battery cap. Evidence of short battery life and excessive battery usage observed in black box. One eaw 128-fb88 and multiple eaw 128-fe88 alarms observed in bb. Current draws are within specifications. A leak test shows leak at battery compartment crack. Removed pump case, evidence of additional moisture inside pump, on power pcb and multiple other electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.